Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the water reservoir was contaminated with cleaning solution. The cse performed a system rinse with water. The cause of the discordant, falsely elevated vitamin d results was related to cleaning solution contamination. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin d results were obtained on patient samples on an advia centaur xp instrument. Quality controls were also out of range. Discordant results were not reported to the physician(s). The samples were repeated on the same instrument after troubleshooting was performed and quality controls were within range, resulting as expected. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d results.